Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the 3rd degree heart block cannot be confirmed. However, procedural factors (pressure from the implanted valve on cardiac structures) and patient factors (severe aortic stenosis) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the sapien 3 continued access program, during the index hospitalization, the patient received a permanent pacemaker (ppm). Medical record review revealed a 29mm sapien 3 (s3) valve was deployed via the transfemoral approach. During deployment, the patient was paced at 160 beats per minute. Post deployment echocardiogram revealed that the s3 valve was well seated with trace paravalvular leak (plv), no central insufficiency and a mean gradient of 4 mmhg. Following valve deployment, the delivery system and sheath were removed and the right side access site was closed with two perclose closure devices. Possible complete heart block was noted at the conclusion of the case; therefore, the pacer wire was left in the right ventricle. The patient tolerated the procedure well and was transferred to ICU for post tavr care. After 24 hours of monitoring and attempts to discontinue the temporary pacemaker, it was noted that the patient had third-degree av block and no escape rhythm. Post operative day (pod) 1, the temporary pacing wire was removed and a ppm was implanted. The patient tolerated this procedure without difficulty. He was discharged to home pod3.